Event description:
It was reported that patient underwent left total hip arthroplasty on (B) (6) 2008 as part of a clinical study. Subsequently, irrigation and debridement and wound vac placement procedure was performed on (B) (6) 2009 due to infection. Additionally, a wound revision and flap placement procedure was performed on (B) (6) 2009. There were no components removed during either procedure. No further information has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur. No revision of implanted components has been reported to date. Two procedures have been performed as a result of infection. Expiration date - unknown, as no product identification was provided. Manufacture date - unknown, as no product identification was provided. (B) (4).